Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.patient information and event date were requested, but the customer could not provide. (B)(4).

Event description:
The customer reported the ventilator alarmed with back-up alarm failure. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse) replaced rp-pcba da (data acquisition) and rp-pcba mc (motor controller) but the issue were not resolve. Finally replace a part cpu pcba and the alarm message disappeared and the issue is resolved. Failure analysis on the returned parts shows that during failure investigation on the cpu board found that the buzzer ls1 of the customer returned cpu board had failed due to a short on the piezo disc which triggered error code 1104. Replacing ls1 resolved the problem. No problem found on the motor controller board and data acquisition board.

Manufacturer narrative:
Updated .